Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost 2 years after the dental implant was installed in intraoral region #10, it was verified its loss of osseointegration. Fifty ncm of primary stability was achieved and immediate load was performed. The patient presented bone type ii.